Manufacturer narrative:
Additional information was received that o2 latch valve will not cause loss of mechanical ventilation during use, hazardous situation is updated from 10.300.455_crit_unexpected therapeutic system performance or failure of life sustaining or life supporting device to non-hazardous.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
A ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison- 3030 ohmeda dr, USA madison, wi 53718. H3 other text: device evaluation anticipated, but not yet begun.